Event description:
Reportable based on device analysis completed on 28oct2014. It was reported that a burr could not cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A 330cm rotawire floppy, 1.50mm rotalink¿ burr and rotalink¿ advancer selected to treat the lesion. During procedure, the burr failed to cross the lesion and became damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed fracture corewire.

Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. The visual inspection was performed. The unit returned stuck on rotablor and has distal end damage, as part of overall visual revision. The rotawire was removed from the catheter, resistance was found and the device is kinked along the body and the spring tip is damaged (coilwire unraveled and corewire fractured). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).